Event description:
New information received notes that the device was explanted and replaced on 22 oct 2020. Patient was stable after the procedure.

Manufacturer narrative:
Upon receipt, the device was in bvvi. Information from epiq indicates that the device reset due to a por. The cause of the por could not be determined. The reset was unable to be reproduced. No anomalies were found during functional testing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had been experiencing a vibratory notifier from their implantable cardioverter defibrillator for 3 weeks. The device was unable to remotely transmit any device information. Interrogation revealed device was in backup vvi mode due to power on reset and that high voltage therapy was disabled. Generator change out was discussed with patient and healthcare provider. Patient was placed in a life vest in the meantime. Patient had no symptoms and was stable after the event.